Event description:
There was motion of the tibial insert in the baseplate. Another device was readily available and implanted without incident. There was no adverse consequence for the pt or delay in surgery or anesthesia time.

Manufacturer narrative:
Summary of evaluation: the tibial insert was visually and dimensionally inspected as received. The anterior locking tab exhibits no distortion as a result of the intra-operative assembly, contrary to expectations. The insert in the as-received condition was then assembled to four baseplates with the results of crips snap action and full, tight seating using only two-thumbs pressure in all tests. The reported "gross motion" was not duplicated as no movement was detected. A review of the device history record for this insert found that all attributes which could have affected this event met design requirements during MFR. The examination results, although not conclusive in the absence of the event baseplate, suggest that this event is not device related but rather is associated with intra-operative technique.